Manufacturer narrative:
H3: one device was received for evaluation. The device has not been serviced in the past 12 months. Functional checks and visual inspections were performed. The customer's reported issue could not be duplicated as no issues were found with the device delivering. The device was tested and was found to be functioning properly and delivering within specification. The probable cause of the reported problem was a user issue. No further actions were taken.

Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement.